Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Impedance testing was performed where all values were within normal limits. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report of intermittent loss of capture. 3191 code was used to denote surgical intervention.

Event description:
It was reported that this pacemaker was explanted and replaced with an upgraded cardiac resynchronization therapy pacemaker (crt-p) due to intermittent loss of capture. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4) was used to denote surgical intervention.

Event description:
It was reported that this pacemaker was explanted and replaced with an upgraded cardiac resynchronization therapy pacemaker (crt-p) due to intermittent loss of capture. No additional adverse patient effects were reported.